Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the autoclavable camera head exhibited blue screen image and flickered camera. The issue occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields; - d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: there was dirt on coupler unit a definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the reported issue the camera flickered, and occasionally a blue image appeared due to damage to the cable unit (the endoscopic image cannot be displayed) and the most probable cause of the dirt observed on the coupler unit was not established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.